Event description:
On (B)(6) 2015, a dentist reported the case of a (B)(6) year-old female patient who required extraction of tooth #3. This tooth had an onlay made from 3m espe lava ultimate cad/cam restorative for cerec which was placed on (B)(6) 2012. It was reported that sensitivity occurred in the tooth (date of onset not provided to 3m) and the tooth was extracted on (B)(6) 2014.